Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed a slice/cut observed near the seam and slightly above the fill port. Leak testing was performed and revealed a leak near the fill port. The reported condition was verified. The cause of the reported condition was determined to be an assembly error issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag was leaking from the seam around the fill port. This occurred after compounding but prior to patient use. There was no patient involvement. No additional information is available.